Event description:
Customer reportedly experienced low blood glucose level resulting in a fall while shopping at the grocery store requiring third party intervention; other customer provided a peppermint and emts treated with a glucose solution. Caller alleges low blood glucose was due to customer's inability to test because meter would not turn on. Requested return of the alleged device for evaluation and replacement was provided.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.